Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason/ indication for mesh implantation: genuine stress urinary incontinence. Procedure (s) performed: transobturator suburethral sling. Postoperative complications, bladder infection, dyspareunia.